Event description:
Reporter claims the joystick left and right causing uncammanded movement while chair is in use. No injuries reported.

Event description:
Reporter claims the joystick sticks left and right causing uncommanded movement while chair is in use. No injuries reported.